Event description:
Arthritis: in 1993, the patient received medical examination in the orthopedics for main complaint of pain of both knees and oral treatment was started for diagnosis of osteoarthritis of both knees. In 1997, artz dispo was injected into the right knee for the first time. Thereafter, the symptom was mitigated and oral treatment only was continued. In 2000, pain of the right knee was aggravated and orgadrone was injected once a month. Four months later, artz dispo was started to be injected into both knees. Another 4 months later, artz dispo was injected into the left knee. Four days later, pain of the left knee was aggravated (synovial fluid was yellow transparent, wbc was 3+, and the result of culture of the synovial fluid was negative). The next day, the patient was admitted to the hospital. In spite of the presence of a high inflammatory reaction, any sign of infection was not observed. Arthroscopy in the next month showed marked synovial membrane proliferation, and synovectomy was conducted. Rehabilitation was performed thereafter. In 2002, the patient was discharged from the hospital. Limitation of range of motion of the right knee (30-60 degrees) remained.